Manufacturer narrative:
An investigation is currently underway. A nova field service representative was able to go to the facility and gather further information. Upon completion of the evaluation, a follow up report will be submitted.

Event description:
On (B)(6) 2020 a customer reported to nova biomedical a potential issue regarding discrepant high pco2 results using a prime plus analyzer, serial number (B)(4). No adverse event or harm to patient reported. On (B)(6) 2020 a field service specialists (fss) was dispatched to the site.

Manufacturer narrative:
Additional and corrected information: b4, g4, g7, h1, h2, h4, h6, h10. UDI: (B)(4). As reported by the customer, the patient reported discrepant pc02 results on the prime plus analyzer. The customer checked their analyzer and found blood in the sensor card, lot 20066009. They replaced both the sensor card and reference cartridge. After the new sensor card was hydrated, the customer reran the same patient sample on the analyzer and results were within acceptable range when compared to the reference analyzers results. Field service specialist (fss) visited the site to evaluate the analyzer. The sensor card lot 20066009 and reference cartridge lot 1934004023 were returned to nova for evaluation. In addition, a database was retrieved and submitted for review. Device history record (DHR) reviews for the prime plus analyzer, pn 57400, sn (B)(6)), the microsensor card (pn 61614, ln (B)(4)), the reference cartridge (pn 57823, ln (B)(4)) and the calibrator cartridge (pn 57832, ln (B)(4)) were performed by the quality control manager. The review included an assessment of the production, testing, and release of the analyzer, sensor card, qc and calibrator batches. No abnormalities or concerns were observed; the DHR indicated that the released product met all specifications. The reference cartridge and sensor card were returned for evaluation, however these were not what was originally reported by the customer to nova. Inquiries were made to determine the correct consumables but the original items had been discarded. Therefore, this report will be based on the fss visit, retain testing from the same lot and database information. Upon review of the database, it was confirmed that the original sample information was correct. All blood results were within the acceptance criteria and qc and slope values were within established limits. The retained sensor cartridge met the acceptance criteria for pco2 performance. The bias observed by the customer could not be reproduced. Based on the outcome of this investigation, the root cause is not believed to be systemic as retained sensor card testing confirmed no issue with the reported lot and replacement of parts corrected the issue. No further actions are required at this time, nova will continue to monitor for recurrence.

Manufacturer narrative:
The device history record (DHR) review included an assessment of the production, testing and release of the analyzer and consumables. No abnormalities or concerns were observed; the DHR indicated that the release product met all specifications. There is currently a pending investigation and further details will be provided in an additional supplemental report.